Manufacturer narrative:
.

Event description:
It was reported that the physician could not interrogate generators when using the programming system. It was reported that the programming wand battery was replaced, but the problem persisted. Further information was later received indicating that the programming system could interrogate generators. It was later reported that the handheld computer was malfunctioning and it could not interrogate. Troubleshooting was performed but the issue did not resolve. Attempts to obtain further information have been unsuccessful to date. No device was returned to the manufacturer to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The suspected programming computer was returned to the manufacturer on 11/16/2015. Analysis is underway but it has not been completed to date.

Event description:
A new motion tablet was sent to the medical professional as a replacement. The suspected handheld programming device was not returned to the manufacturer to date.

Event description:
The analysis performed on the handheld computer showed that the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The handheld, flashcard and software performed according to functional specifications.